Event description:
The patient is a (B)(6) female with a history of breast cancer that led to breast reconstruction surgery performed on (B)(6) 2011. During the procedure, three 19 fr. Blake drains were placed: 2 in the left lateral side, and 1 in the left breast. On (B)(6) 2011 the drains were pulled. There is no indication of any problems during the drain removals. In (B)(6) 2013, the patient was experiencing pain of unknown origin around the back area (left latissimus scar site). Imaging on (B)(6) 2014 found a 5cm linear radiopaque foreign body within the posterior subcutaneous tissues of the left back. The plastic surgeon believes that the foreign body may be a piece of one of the 3 drains that was removed on (B)(6) 2011. The patient has been scheduled for surgery to remove the foreign body.